Event description:
It was reported that the medication had not infused. The infusion rate was 2.13 ml/hr, reservoir volume at 97.9 ml, and approximately half had been given. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.